Manufacturer narrative:
Age or date of birth, sex, relevant tests/laboratory data, other relevant history: mean and mode used. Aware date used for date of occurrence. Corresponding author listed as physician. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop and edema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop and edema are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of an article titled ¿intraocular pressure and medication burden with cataract surgery alone, or cataract surgery combined with trabecular bypass or goniotomy". Reportedly, out of twenty-five (25) eyes following a cataract plus trabecular microbypass stent procedure, there was intraocular pressure (iop) spike observed in two (2) eyes; of which, one (1) resolved without treatment two (2) weeks postoperatively, and one (1) required an increase in medications. Additionally, two (2) eyes reportedly had corneal edema one (1) day postoperatively, which resolved one (1) month postoperatively. Any omitted information was not provided through follow-up.